Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th april 2026, it was reported by an arthrex's employee that for 1 unit of ar-3638, knotless fibertak¿ with #2 suture (5-box), its inserter broke while delivering the implant into the glenoid bone. This was detected during an unspecified procedure on (B)(6) 2026. Additional information was received on 21st april 2026: this was detected during a labral repair. The procedure was completed successfully by using a new anchor.